Manufacturer narrative:
Additional devices implanted and involved in this event: rlt351414/14812019 and pla360400/15075136. UDI numbers for the lots are as follows: lot 15104293: UDI (B)(4). Lot 15075136: UDI (B)(4). Lot 14812019: UDI (B)(4). Concomitant product(s): the patient¿s medications include; aspirin, atorvastatin, lisinopril, metoprolol tartrate, and plavix. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement and surgical conversion.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an aortic rupture with five gore® excluder® aaa endoprostheses. On or about (B)(6) 2018, follow-up imaging identified an extremely active proximal type I endoleak (cause unknown), with a reported aneurysm diameter of 8.7 cm (amount of enlargement is unknown). The exact cause of the endoleak is reported to be unknown. The physician stated due to patient¿s history of rupture and short proximal aortic neck, it is believed that adequate seal cannot be obtained, therefore the physician has elected to explant the three previously implanted proximal gore devices and surgically repair the aneurysm. On (B)(6) 2018, an additional procedure was performed whereby the physician transected the trunk-ipsilateral leg component just distal to the flow divider and explanted the proximal gore devices. The aneurysm was repaired with a bifurcated surgical graft sewn into the distal limbs of the trunk-ipsilateral leg component. The procedure concluded without complication and the patient tolerated the procedure. The explanted devices were discarded by the facility and were not made available for analysis by gore.